Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the device was not working and it hurt. The device never worked and the patient was in constant pain. She went back to the doctor, a technician came and he tried to set it but it was worse. It went back and there was pain in the vagina. The patient had the device off for 6 weeks. She could not tell if it was doing any good because she was getting up at night to use the bathroom- about 5-6 times per night. Additional information from the consumer reported the implant was never effective including after reprogramming. No further information was provided. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that no steps were performed to resolve the lack of therapeutic and pain but botox in the bladder was recommended . The patient was still having severe pain. The patient had had CT scan, bone scan and x-ray. The patient had an appointment scheduled for (B)(6) 2015 with pain management doctor.